Manufacturer narrative:
The reported event of under-sensing was not confirmed. A complete lead was returned in one piece. Visual inspection, x-ray examination and electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was discovered that the right atrial (ra) lead exhibited low sensing, resulting in under-sensing. The ra lead was not used. The physician continued with another ra lead and completed the procedure. The patient remained in stable condition.